Event description:
It was reported that the alarm was not working correctly and a patient fell. Attempts are being made to gather additional details from the user facility.

Event description:
No new information.

Manufacturer narrative:
It was reported by the stryker field service technician who stated that no injuries were reported as a result of the alleged fall. A visual and functional inspection was performed and it was found that the alleged issue of the audio/visual indicators not alerting the clinician of possible call condition was due to the litter cpu board being worn. The device was repaired and returned to service.